Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating. It was found that the cause of this was a fluid leak; its source and location were not identified. All components were removed and replaced with a new ipp. There were no patient complications.